Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, malfunction.

Manufacturer narrative:
Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformances revealed no nonconformance with this lot that would have contributed to the event. The root cause of the event cannot be determined at this time. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures.

Event description:
According to available information, malfunction. Additional information indicated tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump was received for evaluation. Examination and testing of the returned components revealed a smooth separation in the pump body. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the pump inlet tube. Testing revealed these not to be sites of leakage. Surface abrasion was noted on all pump tubes. No functional or visual abnormalities were noted with the cylinders. Based on previous quality simulations and examination of the returned product, quality concluded that the smooth and non-striated surfaces associated with this separation indicates that sufficient stress(s) was exerted on the body of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality therefore concludes that the separation observed in the pump body was the reason for device failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.